Event description:
According to the reporter, intra-operatively in a laparoscopic vats lobectomy, the device worked well until they pull back the handle to retract the blade and open the stapler, it was coming back on 45 and it stopped completely. They tried multiple times, but the device got stuck at the patient chest, they had to use a blade 11 to cut and removed the specimen from the device. After removing the specimen from the chest, they tried again and they decided to proceed to thoracotomy. Before, opening the patient they tried again to pull back the handle and the stapler did not open normally. The device locked on tissue and a surgical intervention was done. There was also unanticipated tissue loss and tissue damaged due to the event. There was an extension of more than 30 minutes in the surgery. The patient was alive with no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the instrument was engaged with the subject reload. The firing knobs were slightly advanced and the articulation lever was in neutral position. During functional testing the firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the instrument. Further functional testing of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received on 28 july 2017.